Manufacturer narrative:
Patient demographics were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer device will not be returned.

Event description:
It was reported that during a rotator cuff repair/orif procedure, the surgeon was using a surefire scorpion needle when the tip of the needle broke off and became lodged in a bony fragment within the avulsed rotator cuff tendon. The needle tip was not retrieved from the patient. It was also reported that the surgeon has no further concern with its presence and has reassured the patient that's its presence is unlikely to cause complication. No attempt was made to retrieve the device and the procedure was completed.